Manufacturer narrative:
(B)(4). The carefusion factory service representative evaluated the device, verified the complaint and identified the lack of preventative maintenance as a contributing factor in this event. The device's alarm poppet and sleeve assemblies were stuck to each other which caused the constant alarm, carefusion has no records of this device being overhauled in the past 3 years. Carefusion recommends that a complete overhaul be performed at lease every two years. Carefusion factory service replaced the poppet and sleeve assemblies, performed a complete overhaul and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was returned back to the customer ready to be placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided a use facility representative. "[Name removed] called to send in this sentry blender because it doesn't stop alarming unless he takes out the batteries. He is sending this in for repair. This did not happen on a patient."